Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise. Due to age of the ra lead, the physician elected to cap and replace on (B)(6) 2024. The patient was in stable condition.